Event description:
The external pulse generator was returned with no information. It subsequently tested out of specification during the manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis found that the battery contacts were compressed.

Event description:
The external pulse generator was returned with no information. It subsequently tested out of specification during the manufacturer's analysis. Further information received indicates the device was returned due to the advisory.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4)- analysis found that the battery contacts were compressed.